Event description:
A low glucose readings issue with the adc device was reported. A customer reported receiving a low scan of 70 mg/dl on the abbott diabetes care (adc) device compared to a competitor brand meter result of 470 mg/dl. Customer noted a diagonal downwards trend arrow which indicates glucose is falling (between 1 and 2 mg/dl per minute). Length of wear was 12 days. When the results were plotted on a parkes error grid, fell into the "d" zone showing the difference in values to be clinically significant. Customer experienced nausea and visual disturbance and treated themselves with cola and sweets and then injected insulin (dose, type unspecified). There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.